Manufacturer narrative:
The reported event was addressed with phone support. The customer inspected the cannula mount and installed and removed a cannula a couple times and compare it to universal surgical manipulator (usm)3 cannula mount and found no difference. It was possible that the cannula was not fully lathed during the docking process and later it became detached. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon informed the intuitive technical support engineer (tse) they were following mode and the cannula detached from the universal surgical manipulator (usm) and the surgeon was still able to control the instrument. The customer re-attached the cannula and was continued with the case with no patient injury. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon informed the issue occurred while working on the patient. The surgeon was manipulating the instrument while it was inside the patient. They were able manipulate it without the instrument being attached to the cannula.